Event description:
It was reported that the customer had low blood glucose of 52 mg/dl due to her insulin pump over delivered. Caller stated that the customer's insulin pump delivered a full reservoir of insulin within 10 minutes and customer's blood glucose dropped from 168 mg/dl to 52 mg/dl. Caller stated that the insulin pump was alarming motor error and squirting the insulin out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit had missing end cap sticker, scratched display window, cracked battery tube threads and reservoir tube lip.